Manufacturer narrative:
The unit was properly calibrated after the reported event. Multiple attempt to obtain log results were unsuccessful. The root cause could not be identified. According to engineering review, the alarm source is the display unit. Ventilation continued, therefore, the initial event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit stopped ventilation without alarm. There was no reported patient injury.